Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Report states that a cadd solis pump was set up for pca. The pump was infusing for 1 day, at the end of the day the nurse checked the 50 ml medication cassette reservoir and the bag was still full. No injury was reported.